Event description:
It was reported that while inserting the screw under power for a triple arthrodesis, the guide wire got stuck on compression sleeve attachment and drove the guide wire in further into bone. The surgeon inserted the screw manually and pulled the wire back to complete the procedure. The guide wire was discarded by the hospital. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The compression sleeve was returned for a manufacturing evaluation and the holding chuck was deformed and the prongs were bent. The dimensions measured with calipers and micrometers met the specifications. It was determined that the device was damaged during forcible or inadequate use. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.